Event description:
On 11/14/96, the facility resource technician contacted the MFR and reported that the device was explanted on 11/14/96 due to infection.

Manufacturer narrative:
The MFR has attempted to obtain a patient identifier, device lot number, device implant date, and information concerning the suspected cause of infection from both the physician and facility i.v. Team; however attempts have been unsuccessful. As a result, no further investigation can be performed. Based on the available information, no conclusion could be drawn as to the cause of infection; however, the device performed as intended during the MFR's analysis. No further details are available. The MFR is now closing its file on this event.